Event description:
It was reported that low impedance was observed on the atrial lead. No patient symptoms were reported. The lead was capped and replaced during a device changeout procedure.

Manufacturer narrative:
(B)(4).